Event description:
Pt fell into coma. (Coma hypoglycemia). Case description: a pharmacist reported that a man went into coma. Medical care by emergency physician was necessary. Further info has been requested.